Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 4 months after the dental implant and bridge were placed in ada site 10 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that over 4 months after the dental implant and bridge were placed in ada site 10 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).